Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, the patient underwent treatment of an abdominal aortic aneurysm with four gore xcluder aaa endoprostheses. On (B)(6) 2015, follow-up imaging identified a suspected endoleak. The cause of the endoleak is reportedly disease progression. On the same day, a contralateral leg component was implanted to extend distally from (B)(4) to treat a distal type I endoleak. It was reported it is unknown if aneurysm enlargement was noted. The patient tolerated the procedure. Final imaging showed the aneurysm was excluded.